Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider regarding a patient who was receiving fentanyl, clonidine, and hyd rocodone via an implantable pump for non-malignant pain. It was reported that approximately 7 to 10 days after their last pump refill in the first part of february the patient thought their pump was malfunctioning. An hour after they use the pump they get hit with the most intense pain and it did not happen every time but it seemed to happen too often. The patient was not getting pain relief from the boluses and the pump was not working. The patient was taking the emergency medicine that their doctor prescribed and the doctor said to call patient services. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. The patient said they were going to have to go to the hospital. A healthcare provider (hcp) called in the same evening. The hcp asked to have a manufacturer representative come to the facility to interrogate the pump. The contact information for the national answering service was provided.